Event description:
A peritoneal dialysis (pd) patient experienced heat, malaise, vomiting, abdominal pain and slightly cloudy effluent. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. The patient outcome was not reported. Action taken with pd therapy were not reported. No additional information is available at the time of this report.

Manufacturer narrative:
Phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that the patient has recovered completely from the events and extraneal therapy was discontinued on the same day as the event onset. The patient was not hospitalized for the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.